Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During right total knee primary, the solid back triathlon 5-13 insert cracked as the doctor was putting it in. No adverse consequence to the patient. No delay in surgery.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding fracture involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical information was not provided. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
During right total knee primary, the solid back triathlon 5-13 insert cracked as the doctor was putting it in. No adverse consequence to the patient. No delay in surgery.